Manufacturer narrative:
Concomitant medical products: 0180 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted and replaced because the "were not working properly." Follow up attempts were made to obtain more information and were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.